Event description:
When shaver blade, used for case, was activated it was leaving silver flecks on surrounding tissue. Surgeon noticed this and immediately requested a new shaver blade, and used irrigation and suction to clear the flecks out of the shoulder.